Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a premature ventricular contraction (pvc) that fell into blanking period, which this ICD then paced on the t waves, ultimately resulting in ventricular tachycardia (vt). This occurred multiple times. Reprogramming was performed which eliminated the issue. This ICD remains in service. No adverse patient effects were reported.